Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse confirmed a small leak of diluent near the differential area coming from a pin hole in tubing at the lower sheath restrictor. The fse replaced the tubing resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to a pin hole in the tubing at the lower sheath restrictor. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak <1 ml in volume from an unknown source near the differential mixing chamber and flow cell of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There were no instrument generated messages in connection with this event. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.